Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming to add water when it was full. The product fault occurred during biomed testing.

Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. During testing, the reported complaint was confirmed. The device has a constant alarm due to a faulty float switch. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.